Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on attached photo, it was observed that there was black mold at the drainage bag. However, full investigation could not be performed due to only photo provided for evaluation. The exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to user mishandling or lack of proper use of IFU. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "cautions/warnings ¿ this is a single use product. Do not reuse. ¿ this product must be stored in a cool, dry place, away from wet and direct sunlight. ¿ should the package is damage, do not use the product. ¿ this product is sterilized by ethylene oxide" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that there was mold in the drain bag on the 21th day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was mold in the drain bag on the 21th day of use.